Event description:
Complainant alleged that medics responded to a call for a pt (age unk) who had been found by the responding fire dept pulseless and apneic. CPR had been initiated by the spouse of the pt and continued by the responding fire dept. The fire dept had defibrillated the pt a reported four times with their device. When the medic's arrived with this device, it was attached to the pt via the non-zoll electrode pads that were already on the pt. At that time this device displayed a "defib pad short" message. Complainant indicated that the medics then switched back to the fire department's device and continued treating the pt. The pt was further treated with four additional deliveries of energy. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction. The device was removed from service and tested at the facility's biomed dept and the reported malfunction was not duplicated.